Event description:
Meter was giving high results (77 mg/dl) compared to results obtained by the paramedics (22 mg/dl). Customer received a reading of 77 mg/dl by twas not feeling well. Customer fell over, customer was conscience but unresponsive. Paramedics were called and hospotalization required. Customer was asked to return meter for further eval, and a replacement was provided.